Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The cuffs were tested for a leak and the 3.5 cm cuff had a hole in it near one of the creases. The system was replaced with a new aus system with 3.5 cm and 4.0 cm cuffs. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.